Manufacturer narrative:
Device received with no button response due to flattened act keypad dome. Unable to perform functional test due to keypad anomaly. No blank display. Lcd board ok. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked lcd window, stripped battery cap coin slot and corroded battery tube. Battery tube spring ok. (B)(4).

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 64 mg/dl. Customer mentioned the spring in the battery compartment was corroded. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.